Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
On (B)(6) 2011, the pt began to experience diarrhea, malaise and rigors. Over the next several days, it got better, then worse. The pump contained morphine 60 mg/ml. The dose was 12 mg/day, but was turned down on (B)(6) 2011, to 2.882 mg/day. The pt was admitted to the hospital and placed on a dilaudid intravenous drip. After the intravenous dilaudid was initiated, the pt's symptoms improved. The eri (elective replacement indicator) of the pump was 2 months. The pump was replaced. During surgery, a hole in the catheter was visualized. This part of the catheter was removed and a new catheter was implanted to attach the remaining segment of catheter to the new pump. Following surgery, the pt recovered w/o sequela.